Event description:
Pt underwent a breast augmentation on (B)(6) 2011. Patient now reports issue with l breast s/p mammogram. MRI confirmed ruptured of l breast implant. Pt complained of symptoms s/p rupture. L breast implant removed on (B)(6) 2023.